Manufacturer narrative:
Added concomitant device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: unknown trauma screws (part # unknown, lot # unknown, quantity unknown).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient date of birth and weight not available for reporting. This report is for an unknown drill guide/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient underwent an open reduction internal fixation (orif) for distal radius fractures on (B)(6) 2018. Surgeon had difficulty in inserting a variable angle (va) locking screw. Screw insertion was completed but surgeon was not able to lock the va locking screw. Surgery was completed with a delay of approximately 30 minutes. No adverse consequence to the patient was reported. Surgeon stated a gap around the va locking screw was noted. However, the other screws were secured. It was also noted by the surgeon that the direction of the screw insertion may not have been proper, self-tapping of the screw was not effective. Because the incision was a little smaller, extra tension may have adversely affected setting of the drill guide to the plate and the screw insertion. This report is for one (1) unknown drill guide. This is report 2 of 3 for (B)(4).